Event description:
Re: heparin lock flush solution syringes 30 usp units/3ml by bd, ref number (B)(4). Product has been relabeled per new requirements by usp for heparin. Syringes used to state 'preservative free' on the syringes label as well as on the box holding. Syringes. Now, the box states the product is preservative free, but the label on the syringe no longer states this. Because this product is used in neonates, pharmacists are duly hesitant to use anything that does not state preservative free directly on the syringe label - anything could be switched in and out of the box packaging.